Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Tiger aesthetics medical was unable to perform a device evaluation as the customer discarded the device. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3, left-side.